Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the unit is unable to obtain the correct value. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to intermittently power off before measurements could be taken. Internal inspection indicated the flex cable appears to be cracked between the top and bottom modules. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(4).